Event description:
It was reported that a patient presented in clinic after receiving a vibratory alert. The device was found to be in backup vvi mode. A device code was download successfully and restored normal function. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.